Event description:
It was reported via medwatch (B)(4) that a guide wire detachment occurred and a portion of the device was unable to be retrieved. A percutaneous coronary intervention was being performed. Vascular access was obtained via the left radial artery. The 90% stenosed, 20mm in length target lesion was located in a non tortuous, calcified left anterior descending artery (lad). The was the first vessel that was evaluated by a 185cm comet pressure guide wire. The comet guide wire was placed distal to the lesion in the lad. A non-bsc guide wire was then advanced alongside of the comet guide wire to act as buddy wire. A unspecified stent was deployed on the non-bsc workhorse guide wire jailing the comet guide wire. When they comet guide wire was pulled back the end of the comet guide wire sheared off. A segment of the comet guide wire was unable retrieved. This was treated with placement of a stent to secure the detached portion of the device. No patient complications were reported and the patients status is stable.